Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that (B)(6) patient had an irritation due to the rubbing of an electrode under the lifevest. It was reported that the irritation was along a suture line from a previous surgery. The patient's nurses applied a dressing to the area. Follow-up indicated that the irritation was healing.